Event description:
It was reported that the customer was treated in the emergency room for hypoglycemia on two different occasions. The blood glucose reading at time of the call was 198 mg/dl. The husband stated that the insulin pump alarmed no delivery. Also, it was reported that the customer had over treated her blood glucose by manual injections and ended up in the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.